Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pixel line running across the upper portion of the pump touch screen. Reportedly, this display issue blocked the graphics on the screen. There was no known impact to the customer's blood glucose level. The customer reported that after pressing the wake button to turn off the screen and pressing it again to turn it back on, the display issue was resolved.